Manufacturer narrative:
Block b3: exact date unknown, approximate based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: model number/catalog number: sc-9208-15 serial number: (B)(6). Batch/lot number: 7077805 model/catalog description: precision s8 adapter 15cm unique identifier (UDI) #(B)(4).

Event description:
It was reported that this spinal cord stimulation (scs) device was replaced due to an unknown reason. The current location of the replaced device is unknown. Additional information has been requested; and will be provided as it becomes available.